Event description:
This report summarizes malfunction event. A review of the event indicated that one (1) patient sample test using anti-a murine monoclonal series 1 antisera on an automated blood bank system produced a forward abo mistype. The result represented an abo/rh mistype by producing a result that the patient was a-, when in fact subsequent testing and prior testing showed the patient was o- due to testing completed by other methods that demonstrated a different abo/rh phenotype. Through post event tests and investigations, no specific causes was determined for the malfunction.